Event description:
It was reported by the site that they had to reset the handheld and remove flashcard from the dell system to interrogate without freezing. No additional information was given. Good faith attempts to obtain additional information has been unsuccessful.